Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was impacted. Reportedly, the cartridge and infusion set had been in use greater than three days.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.